Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. A day after the event onset, the patient was treated with gentamycin (3mg per kg, intravenous, discontinued after 14 days) and vancomycin (1g, intravenous, discontinued after 14 days) for peritonitis. The patient was discharged from the hospital 13 days after the event onset. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. The reporter declined to provide additional information.